Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Anvil. The analysis results found that one plee60a device was returned with the anvil bent upwards and without reload present. No further functional testing could be performed due to the condition of the anvil, however a dry fire was performed and achieved its complete firing sequence without any difficulties. It is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4).

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device worked just fine on the first firing. On the second firing, the surgeon met resistance when he was inserting the device down the trocar but was able to force it down and fired. When the surgeon went to perform the third firing, the surgeon could not get the device down the trocar. The device was then checked to make sure that the reload was loaded properly. The reload was loaded properly, however, it was noted that the tips of the device were not closing all of the way. The staple line of the second firing was inspected as the surgeon was worried about it. Seamguard was used with all of the firings. It is unknown what color reloads were being used on all of the firings. Case completed with another device of the same product code.